Event description:
It was reported that an il secondary med set lever lock had no flow when attached to an unknown primary set. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An unused sample was received for evaluation. Visual inspection was performed and no defects were observed. The sample was also functionally tested, with normal flow observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional relevant information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information or samples become available, a follow-up report will be submitted.